Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) the device failed to discharge via paddles. The user switched to defib electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and associated external paddles were returned to zoll medical for evaluation. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data logs indicate there was poor contact between the external paddles and the patient's skin which is why they were unable to discharge. However, this does not indicate a malfunction with the device. The poor pad contact messages observed the log are user advisories indicating poor patient impedance. It is important to note that when a valid impedance was detected, the device discharged appropriately. The device passed final test, was recertified and returned to the customer. No trend is associated with reports of this type.